Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error. During troubleshooting with tandem technical support the pump was reset; however, an additional cgm error occurred. There was no reported adverse impact to the customer. Reportedly the customer continued to use the pump for insulin therapy.